Event description:
During normal follow up in a total wrist fusion case (6-7 weeks post op), it was determined that one of the screws in the plate broke. The screw and plate were explanted.

Manufacturer narrative:
A visual examination with the naked eye and magnification was performed. The screw is in good condition with no damage observed. Additional mdrs associated with this event:MDR 3025141-2014-00295 follow up 1 - plate,MDR 3025141-2014-00294 follow up 1 - screw 1,MDR 3025141-2015-00029 - screw 2,MDR 3025141-2015-00030 - screw 3,MDR 3025141-2015-00031 - screw 4,MDR 3025141-2015-00032 - screw 5,MDR 3025141-2015-00033 - screw 6,MDR 3025141-2015-00034 - screw 7.